Event description:
A customer reports the eye tracker monitor failed. No patient harm was reported.

Manufacturer narrative:
During the onsite investigation, the service tech replaced the tft monitor. Root cause was determined to be a faulty monitor. (B)(4).